Manufacturer narrative:
Conclusion: it appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
Device was dipped in saline and inserted into sheath. Disc was deployed and sheath removed. Hemostasis obtained with disc. Key was lowered into lock and outer black sleeve was pulled back. At this time it was noted that the tamping rod could not be advanced. The device was removed and manual compression applied. Upon inspection of the device it was noticed that the black sleeve separated at its weld point and the collagen was never exposed.